Event description:
On 19-jun-2025, the user's caregiver reported that the user experienced a low blood glucose (bg) event resulting in loss of consciousness. Emergency medical services (ems) were called, and the user was treated with glucose injections on site. The user was not transported to the hospital and recovered at home. The user remained on the ilet following the event.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.